Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. A review of the device history record of the product code/lot# combination was conducted with no findings. With no return of the actual device, the exact cause of the reported event cannot be definitively determined based on the available information.

Manufacturer narrative:
Implanted date: device was not implanted. Explanted date: device was not explanted. The actual device was not returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete.

Event description:
The user facility reported that the involved destination was used during the procedure. During the procedure for superficial femoral artery, the destination ex guiding sheath was attempted to be delivered as a contralateral approach, and high resistance was felt. The guiding sheath was removed from the patient and the tip of the dilator was found to be deformed. The guiding sheath was not used and replaced with another destination ex guiding sheath from the same lot to continue the procedure. The procedure was successfully completed. There was no health damage for the patient. The estimated blood loss was less than 250cc. There was no patient injury, medical/surgical intervention required.